Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) from bipolar to unipolar configuration due to high out-of-range pace impedance measurements. Following the lss, the arrhythmia logbook began storing episodes of noise with oversensing. The patient was seen in clinic to switch back from unipolar to bipolar, and turn lss off. It was noted that the health care professional (hcp) did not see any sudden changes in the impedance trends, and the patient paced less than 1% in the ra. Technical services (ts) recommended checking impedances during isometrics and pocket manipulation. The hcp noted that the device will be evaluated more thoroughly the next time the patient is seen in clinic. This pacemaker and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) from bipolar to unipolar configuration due to high out-of-range pace impedance measurements. Following the lss, the arrhythmia logbook began storing episodes of noise with oversensing. The patient was seen in clinic to switch back from unipolar to bipolar, and turn lss off. It was noted that the health care professional (hcp) did not see any sudden changes in the impedance trends, and the patient paced less than 1% in the ra. Technical services (ts) recommended checking impedances during isometrics and pocket manipulation. The hcp noted that the device will be evaluated more thoroughly the next time the patient is seen in clinic. This pacemaker and lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis, which indicates this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis. Correction to d6b: explant date was (B)(6) 2023.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) from bipolar to unipolar configuration due to high out-of-range pace impedance measurements. Following the lss, the arrhythmia logbook began storing episodes of noise with oversensing. The patient was seen in clinic to switch back from unipolar to bipolar, and turn lss off. It was noted that the health care professional (hcp) did not see any sudden changes in the impedance trends, and the patient paced less than 1% in the ra. Technical services (ts) recommended checking impedances during isometrics and pocket manipulation. The hcp noted that the device will be evaluated more thoroughly the next time the patient is seen in clinic. This pacemaker and lead remain in service. No adverse patient effects were reported.additional information received reported that this pacemaker was returned for analysis, which indicates this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Correction to d6b: explant date was (B)(6) 2023, not (B)(6) 2023. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) from bipolar to unipolar configuration due to high out-of-range pace impedance measurements. Following the lss, the arrhythmia logbook began storing episodes of noise with oversensing. The patient was seen in clinic to switch back from unipolar to bipolar, and turn lss off. It was noted that the health care professional (hcp) did not see any sudden changes in the impedance trends, and the patient paced less than 1% in the ra. Technical services (ts) recommended checking impedances during isometrics and pocket manipulation. The hcp noted that the device will be evaluated more thoroughly the next time the patient is seen in clinic. This pacemaker and lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis, which indicates this pacemaker was explanted. No additional adverse patient effects were reported.